Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing noise which caused pacing inhibition for approximately two seconds. The patient was asymptomatic to this event happening and no noise could be reproduced through product testing. The pacemaker was reprogrammed and remains in service. No adverse patient effects were reported.